Manufacturer narrative:
There was no change in the pt's medical condition, as the result of the excessive fluid removal event. The physician was not notified and no medical intervention occurred. The pt had been receiving crrt for about two weeks prior to the reported event. His reason for acute renal failure was atn (acute tubular necrosis) due to ischemia and sepsis. His estimated body weight is between 70 kg and 80 kg. In 2006 gambro renal products technical service (grpts) field rep installed the 3.10 software in this machine, and on november 08, 2006, the machine was checked by the facility's clinical engineering dept. They were unable to duplicate the reported condition. They verified that the machine was operating correctly. It has been returned to service with no further reported problems.